Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a displayable history crc check failed on startup alarm. The customer's blood glucose was 105 mg/dl. The customer stated a temp basal was not programmed before the alarm occurring. She also stated the alarm occurred during normal use. No additional information provided.